Manufacturer narrative:
(B)(4).

Event description:
Per eval of device (method unk), pt was advised that there was a loose wire. It was uncertain if person evaluating device was from the health care professional office or a MFR's rep. After bending over and hitting the device on (B)(6) 2011 stimulation was being felt in stomach as well as in the bicycle seat area. Plan was for pt to follow-up with health care professional. Add'l info is being requested.